Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter shield did not work and the nurse pricked himself. The following information was provided by the initial reporter translated from french: it seems that the shield did not work and the nurse pricked himself while trying to put the catheter in the needle box.

Manufacturer narrative:
Investigation summary three photos were received by our quality team for evaluation. The first photo shows a top web of batch 1274015. The second and third photo shows a used sample with an exposed needle and safety mechanism not activated. The tether foils on the cannula is correctly formed in the zig-zag fold with no abnormality. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.